Manufacturer narrative:
Testing of actual/suspected device (10/213): during the semi-annual maintenance the getinge field service engineer (fse) found that the secondary pressure output connector on the front end pcb was not working when performing the fiber optic test, the connector was no longer making contact with the pcb. To fix the issue the fse replaced front end pcb and reloaded the (B)(4) software, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), found that the output port connector was not working on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional customer contact information: name: (B)(6), phone:(B)(6) email: (B)(6), occupation: biomed technician.

Event description:
N/a